Event description:
The customer reported to olympus, the hd camera head had an image problem, no image. The issue was found during preparation for use in an unknown procedure. There were no reported delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image¿ was confirmed. The device evaluation found the no image issue was due to bad cable. Additionally, the device failed the water leak test from the cable. The investigation is ongoing and follow-up with the user facility is currently being performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the we surmised that an image flickered because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it is likely that the cable was broken because water entered from the cable. However, a definitive root cause for the faulty cable could not be identified. This issue is addressed in the instructions for use (IFU): "as to water immersion in the cable, we checked the contents described in the instruction manual and found the following descriptions. We determined that the reported phenomena might be prevented by following these descriptions. Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor the field performance of this device.